Event description:
Addition information received indicated the crt-d was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances since implant on the right ventricular (rv) lead. It was noted that connections were checked at implant and the rv lead was tested on the pacing system analyzer (psa). The thresholds and sensing measurements were stable, and no oversensing occurred. Boston scientific technical services (ts) discussed continuing to monitor the rv lead. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this crt-d system exhibited low out of range amplitude on the rv lead. Boston scientific technical services (ts) there are very few intrinsic amplitude measurements as the system is paced most often. It was noted the impedances have been variable, however, over the past year they have remained steady. Ts recommended continuing to monitor. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.